Manufacturer narrative:
Follow-up # 1: (B)(6) 2012. Device history record review was conducted on (B)(4) 2012, with the following findings. The pump history was reviewed and found no evidence of lose of cartridge detection. During testing, the pump load cartridge step failed to detect the cartridge and emitted a "no cartridge detected" warning. A force sensor calibration test was performed and the force sensor was found to be out of calibration. The pump was opened and contamination was found in the force sensor assembly. (B)(6). A 2531779-03/24/2010-003-r.

Event description:
The pump was returned to animas. Investigation revealed that the force sensor was out of calibration and contamination was found in the force sensor assembly. This report is made based on the results of investigation.